Event description:
It was reported that 20 bd plastipak¿ 50ml concentric luer lock syringes experienced damaged tips of the syringe. The following information was provided by the initial reporter: observation on several units of the same batch that the 50 ml luer lock syringe is twisted in its packaging at the level of the luer lock. No patient impact because detection before use

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/5/2022. H.6. Investigation: two 50 ml syringes with catalog 300865 and lot number 2108114 received for investigation. Upon visual inspection, it can be observed the tip of the syringe is not well molded, the tip is not straight and deformed. The thread of the syringe do not present any visual defect. A device history review was performed for reported lot 2108114, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with the molding process. During expulsion the tip of the syringe may have been damaged deforming the part.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd plastipak¿ 50ml concentric luer lock syringes experienced damaged tips of the syringe. The following information was provided by the initial reporter: observation on several units of the same batch that the 50 ml luer lock syringe is twisted in its packaging at the level of the luer lock. No patient impact because detection before use.